Event description:
The customer reported having issues during prime/rewind. The caller stated that the insulin pump alarmed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
No button response due to moisture damage found on keypad traces. Unable to test for prime alarms due to no button response. However, the insulin pump had loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.